Manufacturer narrative:
The customer indicated the use of a 23.0 diopter single piece multifocal iol and an unspecified handpiece. Without the cartridge and handpiece model, it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up information: the surgeon has indicated that they do not think that cartridges or injectors are involved because they are used for non-preloaded single piece monofocal iols and there was no incident noticed by him or his colleagues. (B)(4).

Event description:
The surgeon clarified that only the iol is suspected to have contributed to the reported event, not the cartridge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain had also been noted. The patient had an antibiotic treatment (vancomycin, ceftazidime, and ofloxacine) and a corticosteroid association (dexamethasone with neomycin, dexamethasone with oxytetracycline, triamcinolone, and ofloxacine IV). Although it was reported that results were good after one month, it was noted that six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months; it is unclear if this patient was affected.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that five days following an intraocular lens (iol) implant procedure, the patient presented with inflammation (endophthalmitis type; however, vitreous was clear). The patient was hospitalized and treated with an intravitreous injection. It was reported that the incident resolved in one month. Additional information has been requested.